Manufacturer narrative:
Treatment information. Additional information: describe event or problem, relevant tests/lab data, other relevant history and report source. Upon follow up it was reported the cause of peritonitis was still unknown; however, it was reported that the patient did not break aseptic technique. The same day as hospitalization the patient started treatment with injection of ceftadime daily and injection of vancomycin repeat every fifth day. At this time of report, the patient remained hospitalized and treatment was ongoing. Dianeal therapy was ongoing (previously not reported). The patient was recovered from this peritonitis event (previously unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. Three days after the onset of the peritonitis the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1 gram, route, frequency and duration not reported) and intraperitoneal ceftazidime (1 gram, frequency and duration not reported). At the time of this report the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.